Event description:
It was reported the patient had an infection at the lead site. Subsequently, the patient underwent surgical intervention where the lead was removed. The ipg was left implanted. Follow-up information revealed the patient is using pic line for daily antibiotic treating the infection. The patient will follow-up with the sjm representative as the next course of action.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: a review of the DHR found a nonconformance related to the product; however the identified nonconformance did not affect product integrity or product functionality. The device was therefore, approved for use. The DHR anomaly is not related to the alleged complaint. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.